Event description:
During the procedure, air entered from the hemostasis valve when attempting to remove air after the introducer was inserted into the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seals is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the backbleed valve may occur.